Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, and h6. Previous emdr submission noted vascular occlusion and use error. Upon additional information, these adverse events did not occur.

Event description:
In response to our follow up, the previously reported event did not occur.

Event description:
A healthcare professional reported that a patient received treatment using an unknown juvéderm® the hcp reported a vascular occlusion. No further information was provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.